Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Updated information from the facility indicated when testing the handpiece, it overheated in less than a minute.

Manufacturer narrative:
The product analysis indicates that the reported issue of overheating could not be verified. The drill was making a high-pitched whining sound and the bur would not seat into the collet. The collet was replaced. The drill was repaired, cleaned, and tested to manufacturing specifications. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.

Event description:
The customer reported that during setup, the drill was making a high-pitched whining sound. The drill bit was visibly wobbly and upon using it, the bit heated up and burned. There was no patient involvement.